Manufacturer narrative:
This is a duplicate of report # 1218950-2016-00423.

Event description:
It was reported to philips that the device displayed a therapy disabled message. There was no reported patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device displayed a therapy disabled message. There was no patient involvement.